Event description:
Customer called to report that she was hospitalized due to high blood glucose and dka. The blood glucose reading was high at the time of admission. Customer stated that her insulin pump was not working correctly, her infusion set needle was not inserted properly it was above the skin and she did not get any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.